Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple intermittent occlusion alarms. The customer's blood glucose (bg) level was 250-289 mg/dl and reportedly, the bg level was under control at the time tandem customer technical support (cts) was called. The customer indicated that the tubing was a possible cause of one occlusion; however, as the supplies to the pump had been changed and as the occlusion alarm was not occurring at the time of the report. Cts was unable to confirm the cause of the occlusions. The customer reverted to using a backup pump to manage diabetes until supplies are restocked.